Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported feeling bloated and having abdominal pain during drain 4 of 4 of their pd treatment. The patient reported receiving multiple ¿scale reading error¿ alarms throughout their treatment, as well as a ¿make sure heater bag is on heater tray¿ message, and was advised to discontinue the use of their cycler. Upon follow up, the pd patient stated that their treatment was not completed due a catheter issue (unspecified). Further follow up with the peritoneal dialysis nurse (pdrn) it was reported that the patient¿s catheter was tied up in the omentum and the cycler overfilled the patient. The patient went to the clinic and it was reported that the patient¿s belly was tight. Per the pdrn, the patient had approximately three liters of fluid left inside from their treatment. The patient was prescribed lasix (prescription details unknown) and sent home. The pdrn reported that the patient had their catheter replaced on (B)(6) 2018 through an outpatient procedure and is recovering and doing well. The patient is continuing with pd therapy on their new cycler. The old cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
Clinical investigation: the patient made a service call during drain 4 out of 4 to report a drain complication. The patient reported draining 8ml of an expected 1858ml, receiving a ¿scale reading error¿, and indicated the presence of air bubbles in the drain line. No fibrin was reported. The patient reported feeling bloated with abdominal pain. The patient was advised to discontinue the use of the cycler. During follow up, the peritoneal dialysis nurse (pdrn) alleged the cycler overfilled the patient and further reported the peritoneal dialysis catheter (not a fresenius product) had migrated to the omentum. The patient was treated outpatient with lasix for approximately 3 liters of fluid retention and dialysis treatment had been on hold for 5 days pending catheter repair. The patient¿s peritoneal catheter was replaced on (B)(6) 2018 and the patient has resumed dialysis therapy but on a lower volume of 1000ml of dialysate. Although a temporal relationship between the liberty select cycler and the patient¿s symptoms of abdominal pain/distention with alleged overfill; there is no documentation that supports a causal relationship. Based on the available information, it is likely that the peritoneal catheter (non-fresenius product) contributed to the overfill and hypervolemia the patient experienced.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The cycler underwent the go/nogo check and passed. The load cell verification failed. The failure was due to the cyclers load cell inability to stabilize the displayed value when weight is applied. The failed stabilization was due to the heater tray rain guard being tucked under the heater tray. The heater tray was adjusted to create clearance between the two points. The adjustment was successful and testing continued. A 'drain complication encountered' support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 3. This shows that the received cycler will properly alarm if a drain problem occurs. A simulated therapy was initiated and completed on the cycler without complication. The programmed display fill values were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.